Event description:
On 09 oct. 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On 09th october 2025, the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. This did not affect the functional testing of the sensor, as the majority of the hydrogel remained intact. In-house testing was performed, and no anomalies were observed. A review of the in vivo data revealed depressed signal and reference channels in all sensing areas from 23 september 2025 onwards. The potential root cause may be related to an issue with the in vivo state of the sensor hydrogel, which could not be reproduced during in-house testing. As part of the resolution, the user was offered a sensor replacement. B4.date of this report 07 jan 2026. G3.date received by the manufacturer? 07 jan 2026. H3. Device evaluated by manufacturer?yes.. H6. Type of investigation updated to 4121,10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.